Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Shortly after undergoing the essure procedure, plaintiff began suffering severe menstrual and abdominal pain. Additionally, after being implanted with essure she also began to suffer from heavy bleeding and pain during intercourse, as well as weight fluctuations. Further, sometime in (B)(6) 2015, plaintiff had hysterosalpingogram performed which confirmed the proper placement of her essure devices. Moreover, plaintiff's pelvic pain grew to such an extent that in (B)(6) 2015, she was prescribed percocet. Additionally, on or around (B)(6) 2015, plaintiff underwent a sonogram which revealed that she had a physiologic cyst on her left ovary which was confirmed on radiologic examination as possibly being correlated to essure. On or around (B)(6) 2015, plaintiff underwent the laparoscopic removal of essure. During this procedure, fallopian tubes and the essure devices were removed and during removal it was discovered that a piece of one of the coils was on the peritoneum over the rectum. That piece was not removed. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. In addition, she presented heavy (genital) bleeding. One year after placement procedure, the plaintiff underwent a hysterectomy to have the devices removed and during removal it was discovered that a piece of one of the coils was on the peritoneum over the rectum. That piece was not removed. This event (seen as device breakage and device dislocation) is listed in the reference safety information for essure, except breakage which is unlisted. Abdominal, pelvic and uncharacterized pain may occur during essure use. Menstrual pattern changes and genital bleeding may occur, as well. Considering their nature and implied temporal relationship, causality between reported events and essure use cannot be excluded. Although in this case, the exact date and circumstances of dislocation and breakage were not informed, considering their nature, they are assessed as related to essure use. Since an intervention was required to remove the devices, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up information received on 11-jul-2016: the plaintiff reported via news article her complaint. Essure was inserted on (B)(6) 2014 and began experiencing essure side effects soon after. She started feeling severe menstrual and abdominal pain, as well as heavy bleeding and pain during intercourse. In (B)(6) 2015, tests were performed that confirmed the essure device was in the correct position. In (B)(6) 2015, the plaintiff underwent a sonogram that revealed a physiologic cyst in her left ovary. Further medical testing indicated the development of the cyst could have been linked to essure side effects. Upon discovering the alleged association, she opted to have the essure device removed on (B)(6) 2015. She also removed her fallopian tubes and still suffers from weight fluctuations, heavy bleeding, menstrual pain and abdominal pain. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. In addition, she presented heavy (genital) bleeding. One year after placement procedure, the plaintiff underwent a hysterectomy to have the devices removed and during removal it was discovered that a piece of one of the coils was on the peritoneum over the rectum. That piece was not removed. After removing the fallopian tubes, she still had heavy bleeding, menstrual pain and abdominal pain. This event (seen as device breakage and device dislocation) is listed in the reference safety information for essure, except breakage which is unlisted. Abdominal, pelvic and uncharacterized pain may occur during essure use. Menstrual pattern changes and genital bleeding may occur, as well. Considering their nature and implied temporal relationship, causality between reported events and essure use cannot be excluded. Although in this case, the exact date and circumstances of dislocation and breakage were not informed, considering their nature, they are assessed as related to essure use. Since an intervention was required to remove the devices, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 09-aug-2016. Quality-safety evaluation of ptc: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert and breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. In addition, she presented heavy (genital) bleeding. One year after placement procedure, the plaintiff underwent fallopian tube and essure devices removed and during removal it was discovered that a piece of one of the coils was on the peritoneum over the rectum. That piece was not removed. After removing the fallopian tubes, she still had heavy bleeding, menstrual pain and abdominal pain. A piece of one of the coils was on the peritoneum over the rectum was seen as device dislocation and device breakage. Device dislocation is listed in the reference safety information for essure. Device breakage was amended to listed, upon receiving product technical analysis (anticipated). Severe pelvic pain and heavy bleeding are listed for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Menstrual pattern changes and genital bleeding may occur, as well. Considering their nature and implied temporal relationship, causality between severe pelvic pain and heavy bleeding and essure use cannot be excluded. Although in this case, the exact date and circumstances of dislocation and breakage were not informed, considering their nature, they are assessed as related to essure use. Since an intervention was required to remove the devices, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("piece of one of the coils was on the peritoneum over the rectum, that piece was not removed"), device breakage ("piece of one of the coils was on the peritoneum over the rectum, that piece was not removed"), uterine infection ("infection in uterus") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wrist surgery ( (B)(6) 2009, (B)(6) 2010, (B)(6) 2010, (B)(6) 2014), wisdom teeth removal in 2008, gravida ii, parity 2 ( (B)(6) 2007, (B)(6) 2012), anxiety, cubital tunnel syndrome, syncope vasovagal and involutional melancholia. Patient has no abnormal bleeding or known uterine abnormality, no copper allergy or wilson's disease. She has no iodine allergy. She had no liver disease or jaundice. She had no history of ectopic pregnancy and no history of pid. She was not on chemotherapy. She had no history of postpartum endometritis or septic abortion in the previous 3 months. She stated she was not breast-feeding. She had no known drug allergies. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2012 to (B)(6) 2014, mirena from (B)(6) 2012 to (B)(6) 2012 and implanon in 2007. Concurrent conditions included diarrhoea and smoker (1/2 pck per day and not interested in quitting.). Concomitant products included nuvaring for birth control, oxycocet (percocet) for pain, ibuprofen and naproxen sodium (aleve) for pelvic pain as well as cetirizine, ibuprofen (motrin) and lorazepam. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and weight fluctuation ("weight fluctuations"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("piece of one of the coils was on the peritoneum over the rectum, that piece was not removed"). On an unknown date, the patient experienced uterine infection (seriousness criterion medically significant), ovarian cyst ("physiologic cyst on her left ovary"), uterine leiomyoma ("calcification in uterus"), menorrhagia ("prolonged menstrual cycle") and pelvic discomfort ("discomfort"). The patient was treated with tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]), antibiotics, doxycycline, benadryl cold and flu (dayquil), medinite (nyquil), surgery (laparoscopy with laparoscopic removal of bilateral essure coils and salpingectomy) . Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, genital haemorrhage, dysmenorrhoea and weight fluctuation had not resolved, the uterine infection, complication of device removal, ovarian cyst, uterine leiomyoma and menorrhagia outcome was unknown and the dyspareunia and pelvic discomfort had resolved. The reporter considered complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, uterine infection, uterine leiomyoma and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: it was reported leaving the coil in the tube with 5 coils visualized. Consumer does not recall any birth control or contraception at any time following her essure placement. The essure was placed bilaterally with 5 to 6 coils visible from each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: appropriate placement and tubal occlusion; in (B)(6) 2015: proper placement of devices. Ultrasound scan - in (B)(6) 2015: physiologic cyst on her left ovary. (B)(6) 2015 sonogram: revealed that she had a physiologic cyst on her left ovary. On (B)(6) 2015, hysterosalpingogram injection procedure hysterosalpingogram -neither fallopian tube showed opacification, complete occlusion is seen. No additional abnormal imaging finding is seen of the uterine shape or endometrial lining. Normal uterus, occluded fallopian tubes, essure devices are in excellent position in the fallopian tubes bilaterally. On (B)(6) 2015, pelvic ultrasound showed nabothian cysts versus possible essure, correlate. Dominant follicle involving the left ovary. Some endometrial calcifications are noted, which may indicate previous inflammatory changes, endometritis, correlate. On (B)(6) 2014, hysteroscopic essure tubal ligation was performed. Operative findings: bilateral tubal ostia were visualized. The essure was placed bilaterally with 5 to 6 coils visible from each ostia. Estimated blood loss: 10 ml. On (B)(6) 2015, cervical screening/pap showed negative for intraepithelial cells, negative for malignancy. On (B)(6) 2015, specimen: essure hardware bilaterally- bilateral fallopian tubes with no evidence of dysplasia or malignancy. Essure hardware bilaterally, and consists of two, unoriented, fimbriated fallopian tubes and 4 fragments of hardware aggregating to 5 x 4 x 1 cm. The medical hardware consists of coils and wire ranging from 4 to 15 cm and diagnostic laparoscopy with laparoscopic removal of bilateral essure coils and salpingectomy due to desire for essure removal secondary to pelvic pain. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert and breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Most recent follow-up information incorporated above includes: on 18-sep-2017: reporters were added. Events added per pfs including infection in uterus, calcification in uterus, prolonged menstrual cycle were added, indication added, stop date of product added. Historical condition, concomitant medication and concurrent condition were added. Lab test reported.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only." Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("piece of one of the coils was on the peritoneum over the rectum, that piece was not removed"), device breakage ("piece of one of the coils was on the peritoneum over the rectum, that piece was not removed"), uterine infection ("infection in uterus") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wrist surgery (B)(6)2009, (B)(6)2010, (B)(6)2010, (B)(6)2014, due to fall in 2009), wisdom teeth removal in 2008, gravida ii, parity 2 (B)(6)2007, (B)(6)2012), anxiety, cubital tunnel syndrome, syncope vasovagal, involutional melancholia and wrist pain. Patient has no abnormal bleeding or known uterine abnormality, no copper allergy or wilson¿s disease she has no iodine allergy. She had no liver disease or jaundice. She had no history of ectopic pregnancy and no history of pid. She was not on chemotherapy. She had no history of postpartum endometritis or septic abortion in the previous 3 months. She stated she was not breast-feeding. She had no known drug allergies. (B)(6)2015 sonogram: revealed that she had a physiologic cyst on her left ovary. On (B)(6)2015, hysterosalpingogram injection procedure hysterosalpingogram -neither fallopian tube showed opacification, complete occlusion is seen. No additional abnormal imaging finding is seen of the uterine shape or endometrial lining. Normal uterus, occluded fallopian tubes, essure devices are in excellent position in the fallopian tubes bilaterally. On (B)(6)2015, pelvic ultrasound showed nabothian cysts versus possible essure, correlate. Dominant follicle involving the left ovary. Some endometrial calcifications are noted, which may indicate previous inflammatory changes, endometritis, correlate. On (B)(6)2014, hysteroscopic essure tubal ligation was performed. Operative findings: bilateral tubal ostia were visualized. The essure was placed bilaterally with 5 to 6 coils visible from each ostia. Estimated blood loss: 10 ml on (B)(6)2015, cervical screening/pap showed negative for intraepithelial cells, negative for malignancy. On (B)(6)2015, specimen: essure hardware bilaterally- bilateral fallopian tubes with no evidence of dysplasia or malignancy. Essure hardware bilaterally, and consists of two, unoriented, fimbriated fallopian tubes and 4 fragments of hardware aggregating to 5 x 4 x 1 cm. The medical hardware consists of coils and wire ranging from 4 to 15 cm and diagnostic laparoscopy with laparoscopic removal of bilateral essure coils and salpingectomy due to desire for essure removal secondary to pelvic pain. Previously administered products included for an unreported indication: nuvaring from (B)(6)2012 to (B)(6)2014, mirena from (B)(6)2012 to (B)(6)2012 and implanon. Concurrent conditions included diarrhoea and smoker (1/2 pck per day and not interested in quitting.). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for birth control, oxycodone hydrochloride;paracetamol (percocet) for pain, ibuprofen and naproxen sodium (aleve) for pelvic pain as well as cetirizine, ibuprofen (motrin) and lorazepam. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse / dyspareunia") and weight fluctuation ("weight fluctuations"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("piece of one of the coils was on the peritoneum over the rectum, that piece was not removed"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced uterine infection (seriousness criterion medically significant), ovarian cyst ("physiologic cyst on her left ovary"), menorrhagia ("prolonged menstrual cycle / heavy and prolonged menstrual cycle") and pelvic discomfort ("discomfort") and was found to have uterine leiomyoma ("calcification in uterus"). The patient was treated with antibiotics, benadryl cold and flu (dayquil), dextromethorphan hydrobromide;doxylamine succinate;ephedrine sulfate;ethanol;paracetamol (nyquil), doxycycline, tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]) and surgery (laparoscopy with laparoscopic removal of bilateral essure coils and salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, device breakage, genital haemorrhage and weight fluctuation had not resolved, the uterine infection, complication of device removal, ovarian cyst, uterine leiomyoma and menorrhagia outcome was unknown and the dysmenorrhoea, dyspareunia and pelvic discomfort had resolved. The reporter considered complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic discomfort, uterine infection, uterine leiomyoma and weight fluctuation to be related to essure. The reporter commented: it was reported leaving the coil in the tube with 5 coils visualized . Consumer does not recall any birth control or contraception at any time following her essure placement. The essure was placed bilaterally with 5 to 6 coils visible from each ostia. Plaintiff did not claim that her use of essure caused or aggravated any psychiatric and/or psychological conditions , she was not advised of any complications or problems that occurred at the time of her essure placement procedure, she did not claim she was allergic to nickel or any other component of essure and she did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: appropriate placement and tubal occlusion; in (B)(6)2015: results: proper placement of devices. Ultrasound scan - in (B)(6)2015: results: physiologic cyst on her left ovary. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert and breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage most recent follow-up information incorporated above includes: on 13-feb-2019: previously reported event "severe menstrual pain " outcome updated to "recovered / resolved" from pfs. Plaintiff medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.